Manufacturer narrative:
Device evaluated by MFR: the epic stent delivery system (sds) was returned with the guidewire in the lumen. The stent was not with the sds. The type of wire could not be determined. Before analysis, the system was soaked in a water bath for 7 days. There were no tactile or visual abnormalities on the outer shaft of the system. The handle was removed and no abnormalities were noted. The guidewire that was in the sds was attempted to be removed but remained stuck. The sds was deconstructively analyzed to remove the guidewire by cutting the system near the handle. The wire and inner were removed from the outer. The guidewire diameter was measured. A pin gauge was inserted into the tip of the sds and passed with no resistance and is within specification. Large deposits of blood were noted on the removed guidewire. It was determined that this was the cause of the stuck guidewire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-01473. It was reported that catheter entrapment occurred. A 10x60x120 epic¿ vascular stent was advanced over a 0.035 amplatz super stiff guide wire however the stent became stuck on the wire. The procedure was completed using a different stent.

Event description:
Same case as MDR ID 2134265-2015-01473. It was reported that catheter entrapment occurred. A 10x60x120 epic¿ vascular stent was advanced over a 0.035 amplatz super stiff guide wire however, the stent became stuck on the wire. The procedure was completed using a different stent.

Manufacturer narrative:
(B)(4).